Manufacturer narrative:
Other, other text: customer reported that the cassette sensor was damaged during testing. No labels was removed, damaged housing, missing nub on dso. Visual inspection revealed the nub on the dso was missing. Unable to determine what caused the problem. Missing nub on dso. Replaced downstream sensor.

Event description:
It was reported that the cassette sensor was damaged during testing. No patient injury was reported.

Manufacturer narrative:
Customer reported that the cassette sensor was damaged during testing. No labels was removed, damaged housing, missing nub on dso. Visual inspection revealed the nub on the dso was missing. Unable to determine what caused the problem. Missing nub on dso. Replaced downstream sensor.

Event description:
It was reported that the cassette sensor was damaged during testing. No patient injury was reported.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump had a damaged cassette sensor. No patient was involved in this event. No adverse effects were reported.